Event description:
It was reported that oversensing of noise was noted on the right atrial (ra) lead resulting in the device delivering inappropriate anti-tachycardia pacing (atp). Provocative testing was performed and the noise was able to be reproduced. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.